Event description:
A customer's wife reported the customer received erratic and out of range readings of 63 mg/dl and 567 mg/dl on his adc glucose meter at 11:00am on (B)(6) 2012. The caller further reported that at 11:00am on (B)(6) 2012, her husband was "at home eating lunch when he got up to walk down the hall and fell, lost consciousness", and also experienced symptoms of "weak and tired, flush in the face and sweaty". Paramedics were called. The caller declined to answer any further questions, and asked to be called back. Two additional attempts were made to contact the caller/customer to complete the medical survey, without success. There is no report of death or permanent impairment associated with this case. It should be noted this meter does not give a numeric value for readings greater than 500 mg/dl.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted when additional information is available. The caller was unable to clarify when the product issue first occurred, and indicated the meter was not retaining readings in its memory. The customer did not wash their hands or prepare the test site prior to testing, which may result in imprecise readings.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. (B)(4).